Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited oversensing of noise with no pacing inhibition. The patient also received inappropriate shocks due to the noise. A revision procedure was performed where the lead was found to have dislodged. The rv lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.